Manufacturer narrative:
This is one event reported on the same pt involving three separate products and associated with MDR #2937457-2014-00910, 1225714-2014-03828, and 1225714-2014-03829.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2011, after use of the product.

Manufacturer narrative:
A correction to the type of reportable event is being made to reflect "death", as well as a corrected event description, as initial report of event indicated patient subsequently expired. Additionally, report was updated to reflect death as an additional adverse outcome. Of note, the conclusion as previously reported remains unchanged after review and correction of the event information. Additional information was received and noted the patient experienced an adverse cardiovascular event, three years after the initial reported event of death in 2011. Request to obtain complete complaint details including the event date and date of death, are being made and upon receipt will be submitted accordingly. This is one of three device reports for this event. Related MFR numbers 1225714-2014-03828; 1225714-2014-03829; and 2937457-2014-00910.

Event description:
The plaintiff's attorney alleged the patient experienced a cardiac arrest, transported to hospital and ultimately expired. The cardiac arrest was noted to have occurred during dialysis treatment and the patient's expiration was sudden cardiac in nature.